Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿isolated polyethylene insert exchange for flexion instability after primary total knee arthroplasty demonstrated excellent results in properly selected patients¿, by cody c. Green, md, et al, published by the journal of arthroplasty volume 35, issue 5, may 2020, pages 1328-1332, was reviewed. Historical treatment for knee instability often involved revision of one or both femur and/or tibial tray components with unpredictable results. Current improvements in tibial insert quality and articulation options have led to an increase in isolated polyethylene insert exchanges (ipe) to treat instability. This study sought to evaluate 31 knees revised according to the surgeon¿s ¿strict indications and protocol for ipe exclusively for the diagnosis of flexion instability after primary tka, to learn more about the results, complications, and functional outcomes of this treatment strategy¿. Of these revisions to address flexion instability, covering a broad number of manufacturers, 4 knees were identified that had depuy products at revision. Two knees had depuy rp ps inserts, and two knees had depuy attune fixed bearing inserts. They were treated with polyethylene tibial insert revisions¿no other implants were revised. Product details for the specific inserts revised were not provided, nor were there any other potential issues identified, such as implant bearing wear. There was no unique patient identifiers reported, such as specific case number, ages, or genders for the study subjects. Ipe for flexion instability was successful in over 90% of patients in this study. Pain and function scores significantly improved. 2 - depuy rp ps tibial inserts revised to address flexion instability. 2 - depuy attune fb ps tibial inserts revised to address flexion instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.